Event description:
The pt was reported to have been diagnosed with multiple resistant organisms to acinetobacter, methicillin-resistant staphylococcus aureus (mrsa), and vancomycin-resistant enterococci (vre) prior to the procedure. The subject device was subsequently reprocessed twice following the procedure in an automatic endoscope reprocessor (aer), and samples taken at the distal tip of the endoscope tested positive for mrsa. The subject device was taken out of service. There were no reports of any patient infections. Upon further investigation by the user facility, it was determined that a staff member had placed the endoscope into the same container used to hold the device following the procedure, and that this may have contributed to the reported event. The subject device has since been reprocessed, cultured, and no apparent signs of organisms were detected to date.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for investigation. As part of a follow-up into this report, an olympus field service engineer has been dispatched to conduct an in-service training at the user facility, and to assess their current practices. The cause of the user's report appears to be user error. This report is being submitted as a medical device report in an abundance of caution.